Event description:
Complaint received that the head of the bed would not raise up. No pt impact.

Manufacturer narrative:
Allegation that the head of bed was not going up, tech called to get description of problem. Charge nurse stated that the bed had been reset and head was working as designed.